Event description:
The customer contacted heartsine to report that the on/off and shock buttons of their device were not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
The device was not returned to heartsine for investigation. The cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that the on/off and shock buttons of their device were not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.